Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of experiencing ¿problems with her oxygen levels and her throat¿. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found evidence of an unknown dust, dirt contamination on surface of base unit. The manufacturer completed an internal visual inspection. The manufacturer found evidence of water ingress and mineral deposits and keratin at the blower, blower seal, and blower box. The manufacturer also found evidence of dust/dirt and an unknown contamination on the top enclosure, throughout interior, air path, and on the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with water ingress, dust/dirt contaminant, minerals, keratin and an unknown contaminant, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.